Event description:
It was reported that during a coronary artery stenting treatment procedure, a shaft fracture occured. The 80% stenosed, severely calcified, target lesion was in the severely tortuous, proximal left mian coronary artery. The lesion was not predilated. The physician attempted to advance a 2.5x16mm liberte bare metal stent but the device would not cross the lesion and the shaft broke inside the pt. The device was able to be completely removed by unspecified means. The procedure was completed with a 2.x7520mm non-bsc device. There were no pt complications with the patient's current condition listed as "stable".